Event description:
(B)(6) study: it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal sfa, left mid sfa extending to left distal sfa with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pta balloon was performed with sterling 5.0 mm x 200 mm and sterling 6.0 mm x 220 mm pta balloon. The treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 6 mm x 150 mm followed by placement of study device, eluvia drug eluting stent 7 mm x 120 mm. Following post dilatation was performed with 6.0 mm x 100 mm sterling pta balloon and the final residual stenosis was noted to be 9%. On (B)(6) 2022, the subject was discharged from the hospital. On (B)(6) 2022, on the same day of index procedure, after treatment of the target lesion, dissection of grade c was noted in the target lesion. Site confirmed the dissection occurred due to ranger drug coated balloon 6.0 mm x 150 mm. In response to the dissection noted, a bailout stent was placed. Post treatment, the final stenosis was noted to be 9%.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of enrollment- (B)(6) at time of enrollment.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of enrollment- 66 years at time of enrollment.

Event description:
Elegance study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa extending to left distal sfa with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pta balloon was performed with sterling 5.0 mm x 200 mm and sterling 6.0 mm x 220 mm pta balloon. The treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 6 mm x 150 mm followed by placement of study device, eluvia drug eluting stent 7 mm x 120 mm. Following post dilatation was performed with 6.0 mm x 100 mm sterling pta balloon and the final residual stenosis was noted to be 9%. On (B)(6)2022, the subject was discharged from the hospital. On (B)(6) 2022, on the same day of index procedure, after treatment of the target lesion, dissection of grade c was noted in the target lesion. Site confirmed the dissection occurred due to ranger drug coated balloon 6.0 mm x 150 mm. In response to the dissection noted, a bailout stent was placed. Post treatment, the final stenosis was noted to be 9%. It was further reported that the device which caused the dissection is unknown. In response to dissection, 7 mmx 120 mm eluvia drug eluting stent was placed. The final residual stenosis after the index procedure was 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.